Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were communication/telemetry issues and coupling issues with the patient programmer. It was noted that a different product was used. It was noted that new batteries had been tried. The product issue was resolved. It was noted that there were communication/telemetry issues and coupling issues with another patient programmer, a different product was used and the batteries were being changed. It was unknown if the issue was resolved. It was further noted that there were coupling issues and telemetry/interrogation issues with the implantable device. It was note specified what action was required as a result of the event. It was noted that there was interference with neurostimulator. Additional information received reported impedance testing had shown on issue. It was noted that there was a steel manufacturing company that was settled near the patient¿s house and tons of steel was welded in the factory. It was noted that the patient also had issues with personal devices such as laptop batteries. The patient programmer was replaced. The patient was receiving effective therapy. It was noted that since the issue can come from the factory the problem may occur again.